Manufacturer narrative:
--

Event description:
Additional information received indicates the physician had difficulties removing the device from the pocket. The device header became loose while the physician was removing the device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific received information that during a revision procedure to remove excess scar tissue in the pocket, the physician found that the device header was loose. Subsequently, the device was explanted and replaced. No additional adverse patient effects.